Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal (lot #, concentration, dose, or type unknown) and dilaudid (hydromorphone) intrathecal. The patient's indication for pump use was intractable spasticity. In march 2015, the patient had gone to her liver doctor who referred her to a pain specialist who messed with the pump settings, and was not supposed to do this. This healthcare provider (hcp) changed the settings by removing baclofen and placing dilaudid in the pump. The drug change had caused the patient to convulse and go into a coma for three weeks. Per the patient, the dilaudid damaged the pump and the pump was currently not being used because it was broken. The patient was told that dilaudid should not have been added to the pump by a company representative. The pump had been alarming/beeping since the patient was in the hospital. The patient had been in one hospital when the coma occurred and then was transferred to a different hospital because it couldn't be determined what was wrong with the patient. It was also reported that the patient had been hospitalized prior to the coma event because it was thought the patient had a urine infection. Then, following the drug change, the patient had experienced the convulsions and had gone into a coma. Per the patient, no one knew that the issue was the dilaudid in the pump. At that time, the patient was taking oral baclofen. On (B)(6) 2015, the patient was seen by a surgeon who told the patient that the pump was broken. Since (B)(6) 2015, the pump was pushing out and was getting ready to push out of her stomach. The surgeon thought that the pump was too big for the patient. The patient currently has a urinary tract infection and could not have the pump removed because she was not medically ready to have surgery. When the patient is ready for surgery (after the urinary tract infection clears), it was planned for the pump to be removed. The pump has not had medication in it for the past seven months (since (B)(6) 2015). The patient's situation was being addressed by a healthcare provider.

Event description:
It was reported that the patient had baclofen in the pump and the physician changed the pump medication to dilaudid. The drug was changed approximately 2 weeks prior to the date of this report. As of the date of the report, the patient was hospitalized and was not waking up. The patient was admitted to the hospital approximately 5-6 days prior to the date of this report due to an ongoing liver issue that was reported to be an unrelated condition. The patient's liver doctor referred the patient to a pain specialist because the patient was having pain. Apparently that was when the baclofen was removed and the pump was filled with dilaudid. It was further reported via staff in the neuro ICU (intensive care unit) that the patient was admitted for altered mental status and was encephalopathic. The patient was being worked up to determine the cause of the symptoms. The ICU staff did not think the symptoms were related to the pump; however the ICU staff did want to turn the pump off to see if anything changed with the patient's status. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).